Manufacturer narrative:
After further review, (B)(4) has been removed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator (ins) for bowel dysfunction/sacral nerve stim. It was reported that the patient fell on (B)(6) 2018, landing on their right side, and they are now using a walker. It was noted that by the end of the week of (B)(6) 2018, they were experiencing pain at their implant site, which is located on their left side, and were feeling that pain when they walk. It was stated that they think the pain at their implant site may be coming from them putting pressure on the left side while they use the walker. The patient was going to call their healthcare provider to see if they could get in for an x-ray, and wanted to see if their programmer (pp) was able to read the ins. They were walked through pulling up their settings and found that the ins was on at 1.6v. It was stated that they didn¿t feel stimulation but were getting good symptom control. Additional information was received from a consumer on (B)(6) 2018. It was noted that they had gone to see the manufacturer representative after they fractured their pelvis just to make sure the device was still working fine. It was later reported that the patient felt a tingling in their leg and felt a pop around their ins when they went to bed on (B)(6) 2018. They checked themselves with the remote and saw the por code, so they thought the battery went dead. When asked about their recent activities, it was noted that they went for x-rays last week, due to their broken pelvis. It was recommended that they follow up with their healthcare provider to have the por cleared. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a manufacturer representative. It was reported that the patient did not inform the rep of site pain, but they were aware of the por. The root cause for the por was that their battery was at end of life. It was reported that their battery was replaced and their therapy has been restored. No further patient complications are anticipated or expected as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep included notice that the battery had been discarded. The rep had confirmed all questions regarding this case with the hcp office. No further patient complications were reported or are anticipated or expected as a result of this event.